Event description:
It was reported that log files were submitted for review. The event log files captured a transient low flow alarm with elevated pulsatility index (pi) on (B)(6) 2023. The event log files also captured an unsustained low flow alarm with elevated pi on (B)(6) 2023 and (B)(6) 2023. The estimated flow appeared to be fluctuating below the alarm threshold of 2.5 liters per minute (lpm). These events seemed to be physiological in nature. It was also noted that a narrowed anastomosis was identified but was not affecting the pump performance at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) and the reported event of respiratory failure could not be conclusively established through this evaluation. Additionally, the reported narrowed anastomosis of the outflow graft could not be confirmed as no images were provided by the account and the device remains in use. Furthermore, review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined. The submitted controller event log files collectively contained events from 16oct2023 through 01nov2023. One transient low flow hazard alarm was captured on (B)(6) 2023. Of note, pulsatility index (pi) was slightly elevated during the low flow alarm. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6), with no further complaints reported at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including respiratory failure. This section also addresses pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor,¿ describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures,¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 of the IFU, ¿patient care and management,¿ explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies,¿ provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to the emergency room on (B)(6) 2023 in respiratory failure. The patient was in the intensive care unit on inotropes and was intubated. The patient's status improved since, but still remains critical. The patient had a cardiac catheterization on (B)(6) 2023. The pump speed was increased from 5300 rotations per minute (rpm) to 5900 rpm.